Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they were told by their physician that a lead had become disconnected and they would need surgery to correct the issue. The lead remains in use. No patient complications have been reported as a result of this event.